Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ it states, "late postoperative complications can include: 1) bone fracture due to trauma or excessive loading".

Event description:
It was reported that patient underwent a right custom total knee arthroplasty on (B)(6) 2015. Subsequently, the femoral stem fractured and penetrated the bone on an unknown date; however, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent a right custom total knee arthroplasty on (B)(6) 2015. Subsequently, the femoral stem penetrated the bone on an unknown date; however, no revision has been reported to date.

Manufacturer narrative:
(B)(4). (B)(6). This follow-up report is being submitted to report and correct additional information for previously reported event: the following sections were updated: patient identifier, additional device information, patient and device codes, report source, manufacturer narrative. The following section was corrected: device evaluated by manufacturer. The product was not returned for evaluation as it remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." "Fracture of bone at implantation site can occur while press-fitting (seating) the implant component into the prepared site." Following review, no new risks were identified if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.